Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt stating that she is having issues with vaginal infection, scratching and bleeding because of the scratching. Advised pt to seek medical attention. It is unclear if troubleshooting was performed. The lot/serial number was not provided. No medical intervention was reported.